Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced ineffective coverage of therapy from (B)(6) 2019. Trouble shooting did not resolve the issue, the lead had high impedance. X-ray revealed lead migration. As a result surgical intervention may take place later .

Event description:
Patient had a revision on (B)(6) 2019 where the paddle lead was repositioned and effective therapy was restored post operatively.